Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - during a follow up the ICD showed a sudden decrease in rv sensing. Undersensing of intrinsic activity was present. During an rv pacing threshold check the lead captured in the atrium. The physician decided to reposition the lead. There were no adverse events to the patient.